Manufacturer narrative:
Device was used for treatment, not diagnosis. The initial complaint has been reviewed and found not reportable. This was found to be a duplicate complaint. Information was reported on medwatch MFR number 3003875359-2014-10029. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery the instrument broke and have been damaged because of high force applied. No patient harm or surgical delay was reported. This is report 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/ explanted. Investigation could not be completed and no conclusion could be drawn as no device was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.